Event description:
It was reported that, during a tka surgery, the pin driver was just spinning around the pin without removing it. Upon inspection, the pin driver appeared to be stripped. The issue was resolved, without any delay, by using a regular stryker pin driver to remove the bone pins. The patient was not harmed.

Manufacturer narrative:
H10 roi updated: the device, used for treatment, was returned for evaluation. Visual and functional evaluation of the returned part confirmed the reported event. A review of the device history records showed there were no indications to suggest. That the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk assessment. The user's manual released at the time of the complaint states on page 15 that provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." The relationship of the subject device and reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.

Manufacturer narrative:
H3, h6: the device, used for treatment, was returned for evaluation. Initial visual and functional evaluation of the returned part confirmed the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. The user's manual released at the time of the complaint states on page 15 that provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." The relationship of the subject device and reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.